Manufacturer narrative:
Discrepant results (accuracy). Comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6)2010; inratio: >7.5; reference: 3.9; mean: 5.70. The inratio >7.5 and comparative system was less than 5.0. These results are considered inaccurate within the context of the documented variability for inr testing. Previous investigation on strip l/n:225937 met the criteria for accuracy. No further investigation will be pursued. Investigation: see scanned table. The allowable difference between the inratio inr's and sysmex inr's are calculated. At least two out of three replicates for both samples for strip lot #225937 are within allowable bias (+/-1.00). No discrepant results are produced on in-house meters. These meet the above criteria, and then no further action is required. Conclusion: data analysis revealed inrs reported by end user didn't meet accuracy criteria. No product is expected to be returned. Accuracy test was performed in a previous case with in-house test result variances within ranges of accuracy criteria. There is insufficient info to determine the cause of the customer's test result discrepancy. As of 05/13/2010, 12 discrepant results complaints were reported for lot #225937 yielding a complaint rate of 0.004%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. On going trending shall be performed to determine if further action is warranted. Corrective action not required at this time.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6)2010; inratio: >7.5. Pt was tested using another inratio meter, with the following results: date: (B)(6)2010; inratio: 3.9. Caller could only provide the lot # that gave >7.5.